Event description:
The patient fell and experienced a loss of therapeutic effect (symptoms not specified). It was determined that the catheter had dislodged. A distal catheter revision was performed. The pump was used to deliver dilaudid and prialt. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.